Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. There were no nonconformances documented for the lot number involved. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Prior to distribution, all hercules 3 stage wireguided balloons esophageal-pyloric-colonic are subjected to a visual examination to ensure device integrity. There were no nonconformances for the lot number said to be involved. A discrepancy or anomaly was not observed with the product that was released for distribution. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an esophageal dilation procedure, the physician used a cook hercules 3 stage wireguided balloon esophageal-pyloric-colonic. The physician (experienced and familiar user of hercules balloons) introduced the balloon over its wire guide and fluoroscopically positioned the balloon beyond the extremities of the stricture to be crossed. Then, the head nurse attempted, unsuccessfully many times, to inflate the balloon, but the balloon did not inflate. She removed the catheter and found out that the catheter was cracked and cut into the endoscope's working channel. They completed the process using another new balloon.

Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. The pre-loaded wire guide was not included in the return of the device. A functional test could not be performed due to the condition of the returned device. A visual examination of the catheter showed a crack at approximately 127.5 cm from the distal end. A kink was also observed in the catheter at approximately 132.8 cm from the distal end. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. There were no nonconformances documented for the lot number involved. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Damage to the catheter can occur if the device experiences excessive pressure during general handling. Prior to distribution, all hercules 3 stage wireguided balloons esophageal-pyloric-colonic are subjected to a visual examination to ensure device integrity. There were no nonconformances documented for the lot number said to be involved. A discrepancy or anomaly was not observed with the product that was released for distribution. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. H3 other text : investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. The pre-loaded wire guide was not included in the return of the device. A functional test could not be performed due to the condition of the returned device. A visual examination of the catheter showed a crack at approximately 127.5 cm from the distal end. A kink was also observed in the catheter at approximately 132.8 cm from the distal end. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. There were no nonconformances documented for the lot number involved. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Damage to the catheter can occur if the device experiences excessive pressure during general handling. Prior to distribution, all hercules 3 stage wireguided balloons esophageal-pyloric-colonic are subjected to a visual examination to ensure device integrity. There were no nonconformances documented for the lot number said to be involved. A discrepancy or anomaly was not observed with the product that was released for distribution. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.